Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. The first thread flank on one wing is completely deformed. At the other wing are clearly visible damages, like dents and scratches, at the first two thread flanks. At all damaged surfaces is the green anodization layer- completely worn out. This is a clear indication that the damages of the thread flanks were caused post-manufacturing. Based on the kind of the damage we suppose that a cap was inserted in an incorrect angle. A measurement of the first thread flank is not possible anymore because of the deformation. Therefore this complaint is indeterminate from a manufacturing standpoint. A matrix locking cap (pn 04.632.000 lot# 6477504) was inserted into the head of the screw. The cap could be threaded into the head of the screw; however, there was a higher amount of friction and resistance when tightening the cap. The thread surface appears rougher than usual; however, it is not possible to determine what caused the change in thread surface roughness. It could have occurred intraoperatively during the initial surgery (during screw insertion, cap insertion, or final tightening) or during the secondary surgery (cap removal or screw removal). The threads in the head of the screw were intact and had some damage to the surface. It cannot be determined how or when the threaded surface would have been damaged. It is also not possible to determine how or if that damage would have affected the performance of the construct. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Consultant reported: during l2 en-bloc tumor resection with femoral shaft tension band with staple and matrix mono procedure, the surgeon found the 7.0mm ti matrix monoaxial screw stripped. The surgeon selected another screw and completed the procedure. This is report 1 of 1 for complaint #(B)(4).